Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of dyspnea and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported partial clip movement cannot be determined. The reported mr appears to be a result of partial clip movement and dyspnea was a cascading effect of the mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). Date of event estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the partial clip movement and recurrent mitral regurgitation. It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure treating degenerative mitral regurgitation (mr). One clip was implanted and the mr was reduced from grade 4 to grade 1. In (B)(6) 2018, the patient underwent a transesophageal echocardiogram (tee) due to increased shortness of breath. The mr was noted to be at grade 3. The clip was noted to be attached to both leaflets; however, increased movement on one leaflet was noted. A second mitraclip procedure was performed on (B)(6) 2018, with implantation of 1 clip. The mr was reduced from grade 4 to grade 2. Post procedure, the patient was in stable condition. No additional information was provided.